Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Device evaluated by manufacturer: not returned to manufacturer.

Event description:
Related manufacturer reference number: 2938836-2019-15722; 2938836-2019-15723; 2938836-2019-15724. It was reported that prior to lead reposition procedure of a left ventricular lead due to dislodgement, the physician noted a small hole in previous incision and fluid draining from the wound. The doctor believed it was pocket infection thus proceeded with system extraction instead. The whole system was explanted. No complications were reported. There was no patient consequences.